Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been corrected: date rec¿d by MFR was reported as april 4, 2019 and should have been mar 4, 2019.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain driver tip was returned for inspection. The device shows signs of wear consistent with use, and it was noted that the tip was missing its o-rings. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: (B)(4), rev. F 11/2015 and instsm rev d 02/16; delivery protocol. Doctor indicated that the driver tips did not correctly hold the implant during implant surgery. The device was functionally tested and failed to retain mating implants. The complaint is confirmed . The root cause for the reported event is related to customer error failing to replace the device o-ring. The following sections have been corrected: labeled for single use and initial reporter name and address.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that the driver tip (impdtl) did not correctly hold the implant during surgery. The procedure was able to be completed.